Manufacturer narrative:
(B)(4). The device was evaluated by a philips bench technician and the reported symptom was confirmed. The bench technician also noted that the device displayed a shock equipment malfunction inop message and failed to charge/shock. The processor pca was determined to be faulty. The processor pca was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer. This was a malfunction of the processor pca.

Event description:
It was reported to philips healthcare that the heartstart mrx would not recognize the therapy cable. There was no patient involvement.